Event description:
It was reported that intermittent occlusion alarms occurred. Customer attempted multiple methods to address the issue, but was unable to find the root cause. The customer was unable to effectively control blood sugar, but did not provided the bg value. Customer administered manual insulin injections. There was no adverse impact to customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms during bolus occurred. Customer changed out pump supplies to address the alarm. No reported impact to the customer¿s blood glucose level.